Manufacturer narrative:
The device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 3006705815-2020-31533.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31533. It was reported the trial patient had the scs system leads pulled out early due to infection. Reportedly, the patient experienced a burning sensation near the left lead site, and a fever of 101 degrees. When the physician removed the leads, a slight redness and yellow drainage at the left lead incision site was noticed. The patient was prescribed antibiotics for seven days.